Event description:
It was reported that the burr and wire became stuck in the lesion. A 1.75mm rotapro and rotawire floppy 330cm was selected for a percutaneous coronary intervention (pci) procedure in the mid left anterior descending (lad) artery. When the user attempted to withdraw the device, it was noted that the burr was stuck in the lesion. The rotapro and rotawire were removed successfully from the patient body. The procedure was completed by using another of the same device. Patient condition was good, and no complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the burr catheter was received attached to the advancer unit. No wire was returned with the device. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr and wire became stuck in the lesion. A 1.75mm rotapro and rotawire floppy 330cm was selected for a percutaneous coronary intervention (pci) procedure in the mid left anterior descending (lad) artery. When the user attempted to withdraw the device, it was noted that the burr was stuck in the lesion. The rotapro and rotawire were removed successfully from the patient body. The procedure was completed by using another of the same device. Patient condition was good, and no complications were reported.